Manufacturer narrative:
Product analysis summary: the full lead was returned and analyzed. The analysis indicated that the helix exceeded specification the number of turns to extend and retract. The helix of the lead became extrinsically distorted due to pulling/stretching/overstress. The analyst noted the helix does not extend due to drive shaft lug being stuck on the retraction stop. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead helix would not extend during implant. An alternate lead was placed. No patient complications have been reported as a result of this event.